Event description:
It was reported that the lead became dislodged earlier in the year. The patient was not able to have the lead revised until (B)(6) 2011 due to a staph infection on his chin. The patient was reprogrammed after the revision. Additional information received reported that the patient lifted heavy boxes the weekend after the implant, causing the migration. A new lead was placed during the revision.

Manufacturer narrative:
Lead model 3777-60, (B)(4), implanted: 2011 (B)(6), explanted: unknown lead model 3777-60, (B)(4), implanted: 2011 - (B)(4), explanted: unknown, accessory model 37752, (B)(4), programmer model 37743, (B)(4), medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report.